Event description:
The physician stated that the dermatome was used in (B)(6), about eighteen months ago. The vast majority of surgeries involving skin grafting done are late reconstruction of burns involving release of contractures. He was not present at the procedure, however the user, an orthopedic surgeon reported to him that the graft was too deep and he laid the skin that was raised back into place, and sutured it down. He said there was no great harm to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.